Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated the forks bent causing the rubber to come free from the tires casters.